Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc test strip UDI#:(B)(4). Note: unable to contact the customer via telephone at call backs on 08/22/2017, 08/23/2017, 08/24/2017 and 08/25/2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for many errors received with the meter; customer was unable to specify individual error in order to troubleshoot. Husband is calling on behalf of the customer. The customer's expected blood glucose test result range was undisclosed. At the time of the call on (B)(6) 2017, the customer reported feeling very tired. Husband stated customer does not need medical assistance at the time of the call. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/13/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. (B)(6). Memory concerns:undisclosed. Customer husband states many errors received with meter. Husband is unable to specify individual error in order to troubleshoot. Husband was given information on general testing techniques. Customer is feeling symptoms due to diabetes and use of our glucose system - per husband. Unknown if symptoms due to high or low blood sugar. Husband states patient does not need medical assistance at this time. Ran control test - meter reads within range - result, 44mg. Customer is not comfortable with meter performance will replace meter, all strips used due to wastage and bottles of control solution. Will send overnight due to insulin dependency. Will issue 24hr call back to follow up with customer to note if symptoms have improved.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4). There was not enough information to determine the mlurc. Test strip UDI#: (B)(4). Unable to contact the customer via telephone at call backs on 08/22/2017, 08/23/2017, 08/24/2017 and 08/25/2017. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for many errors received with the meter; customer was unable to specify individual error in order to troubleshoot. Husband is calling on behalf of the customer. The customer's expected blood glucose test result range was undisclosed. At the time of the call on (B)(6) 2017, the customer reported feeling very tired. Husband stated customer does not need medical assistance at the time of the call. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/13/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Undisclosed. Memory concerns:undisclosed. Customer husband states many errors received with meter. Husband is unable to specify individual error in order to troubleshoot. Husband was given information on general testing techniques. Customer is feeling symptoms due to diabetes and use of our glucose system - per husband. Unknown if symptoms due to high or low blood sugar. Husband states patient does not need medical assistance at this time. Ran control test - meter reads within range - result, 44mg. Customer is not comfortable with meter performance will replace meter, all strips used due to wastage and bottles of control solution. Will send overnight due to insulin dependency. Will issue 24hr call back to follow up with customer to note if symptoms have improved.